Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display and constant tone due to moisture damage electronic assembly. Unable to verify no delivery alarm. However, button keypad anomaly noted due to blank display. The device was received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed "no delivery". Customer saw the device and noticed the device showed there was no insulin and the time was off. He reprogrammed the device and everything looked fine. Then the device made a high pitched whine and the whole screen went blank and keys were unresponsive. Customer was empting out dishwasher and the device was delivering a basal when sound occurred. Constant beep did not disappear after inserting a new battery. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was 78 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.